Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-00366. It was reported that one of the leads had damaged the patient¿s brain area resulting in a clot. It is unknown which lead caused the issue therefore both leads are being reported. Device therapy was turned off. Patient is currently stable. No additional information is available at this time.